Event description:
Case description: investigation results: suspect: novopen 6, batch no: unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case has been updated with the following: -investigation results updated. -"malfunction" updated as "no" in device tab. -"final report" ticked, "expected date of fu report" removed in EU/ca tab. -b,c and d, g (imdrf) codes updated in device addendum tab. -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 09-jul-2024: the suspected device novopen 6 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary. Suspect: novopen 6, batch no: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the patient's blood glucose increased from the original 10 mmol/l to 30 mmol/l [blood glucose increased] no medication could be pushed out during use of the pen. [Device failure] case description: this serious spontaneous case from china was reported by a consumer as "the patient's blood glucose increased from the original 10 mmol/l to 30 mmol/l(blood glucose increased)" with an unspecified onset date, "no medication could be pushed out during use of the pen.(device failure)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index were not reported. Dosage regimens: novopen 6: medical history was not provided. On an unknown date, the patient's blood glucose (blood glucose) increased from the original 10 mmol/l to 30 mmol/l because nothing was pushed, and no medication could be pushed out during use of the novopen 6. Batch number for novopen 6 was not reported. Action taken to novopen 6 was not reported. The outcome for the event "the patient's blood glucose increased from the original 10 mmol/l to 30 mmol/l(blood glucose increased)" was not reported. The outcome for the event "no medication could be pushed out during use of the pen.(device failure)" was not reported. No further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.